Event description:
Report received from turkey stating that the device was heating up. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "heat" was confirmed. Reliability engineering evaluated the device and confirmed the attachment had worn/damaged bearings and the tip of the attachment was dented, likely due to being dropped. This condition is indicative of improper or ineffective cleaning, maintenance, and handling of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).